Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar associated with this complaint and completed its investigation. Failure analysis (fa) did not replicate nor confirm the customer reported issue that the instrument jaws would not open. The instrument moved intuitively with full range of motion in all directions during testing and the grips opened/closed properly without issue. Fa found an additional finding that was not reported by the site: the instrument had insulation damage that exposed the wire on one of the conductor wires. No pieces were missing. The instrument passed an electrical continuity test. The root cause of this failure was attributed to a component failure. A review of the instrument log for the force bipolar found the instrument was last used on (B)(6) 2021 on system sk4420. The instrument had 10 lives remaining. This complaint is being reported due to the following conclusion: failure analysis investigation identified conductor wire damage with no evidence of user mishandling or misuse. The damaged insulation with exposed conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the observed failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the force bipolar instrument jaws would not open. At the time of the event, the instrument was holding a raytec sponge. It was also reported that at the time of the event, a small metallic piece was jutting out of the side and as a result they were unable to pull the instrument through the trocar. The customer tried to articulate instrument using system commands with no success. The instrument holding the raytec sponge and trocar were removed all together. It was confirmed nothing fragmented off of the instrument and there was no injury to the patient. The instrument was exchanged out and the procedure was completed as planned. Intuitive surgical, inc. (Isi) made several attempts to obtain additional information from the customer concerning the reported event with no success. This complaint will be classified based on the provided information at this time.